Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after an unspecified procedure. The clip deployed successfully; however, difficulty was encountered while removing the device. The physician activated the safety release button, depressed the vessel locator button and applied force to successfully remove the device from the tissue tract. Hemostasis was achieved with the clip. There was no adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned to for eval. It has not yet been received.